Manufacturer narrative:
Unknown e1: (B)(6). Device evaluation: one device was received. A visual inspection found a damaged remote dose connector, damaged ac connector, and the dso seal was peeling off. During the functional testing, it was found that the ac connector and remote dose connector are malfunctioning. The cause of the issue was found to be the damaged remote dose connector. The remote dose connector was replaced along with the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the "pca socket has a missing pin". The event date is unknown. There was unknown patient involvement and unknown patient harm/adverse event reported.